Manufacturer narrative:
Device was received with the operating currents within spec. And passed the functional testing including self test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test, and the delivery accuracy test at 0.08815 inches. Device was received with cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 23 mg/dl. The customer had symptoms such as lost conscious and treated with paramedic assistance twice. Customer declined to troubleshoot for low readings. The customer states having issues with infusion sets. The product was not returned for analysis.